Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a removal of the ipg for unknown reason.

Event description:
A report was received that the patient will undergo a removal of the ipg for unknown reason.